Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer concern: reporting there's a split on the tubing, right above the connector. Leaks in the tubing and/or air bubbles can limit the amount of insulin received during a bolus. Evaluated 1 open/used reservoir (2.0 ml. Clear liquid inside barrel) transfer guard and plunger not returned. Inspected reservoir's o-rings and stopper groove for anomalies appendix d and none was found. Using a new lab transfer guard and plunger; as follows: reservoir filled with diluent and installed reservoir & connected to a new infusion set into a 7xx pump; ran bolus and basal leak test procedure (appendix c) per dop114-811doc.; also performed a manual inspection reservoir¿s snap-caps width dimension found reservoir's snap-caps too loose to connect/lock/release. Per dop114-811doc. Conclusion: reservoir passed per bolus and basal test; no occluded, no leakage and no air bubbles anomalies were found during test. The snap-cap failed per inspection due to found dimension too loose to connect/lock/release from infusion set. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value above 500 mg/dl at the time of the event and was treated with IV insulin drip (intravenous insulin infusion), ems/ambulance/ER visit and hospitalization: overnight stay. The customer was admitted to the hospital with symptoms such as confusion, feeling sick or unwell, flu, tired (or) weak and vomiting. It was noted that the customer was using the insulin pump system within 48 hours of reported time of the high blood glucose event and auto mode feature was not active at the time of the event. Troubleshooting was performed during the call. The customer will discontinue the use of the insulin pump and the device will be returned for analysis. Frn-mmt-342-rsvr, unomed inf set.